Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 6000 c (501) module - c501. The sample initially resulted as 21.9 mg/dl and this value was reported outside of the laboratory to the hospital. The hospital questioned the result, so another sample was collected from the patient and tested, resulting as 6.8 mg/dl. The original sample was then repeated, resulting as 6.7 mg/dl. No adverse events were alleged to have occurred with the patient. The crep reagent lot number was 242159, with an expiration date of 01/31/2018. The analyzer was working well. Carry-over wash programming was not correct on the analyzer, so the programming was corrected. The field service engineer exchanged and adjusted the gear pump. After this action, the customer had no further issues. Calibration was ok. Additional information required for the investigation was requested, but not provided. Upon investigation of the provided data, it was noted that there were often problems with the incubator bath.